Event description:
It was reported that during the procedure, the physician felt resistance during the advancement of the coil (subject device) into the microcatheter within the patient. While attempting to withdraw the coil, the physician observed that the coil was stretched and was prematurely detached within the middle of the microcatheter. The physician removed the coil and the microcatheter together as one unit and completed the procedure with another device with no patient consequences.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The coil was returned with another manufacturer¿s microcatheter. Analysis of the returned coil revealed that the coil proximal contact and the delivery wire were kinked/bent. The main coil was removed from the microcatheter by flushing and was examined under the microscope. The main coil was broken/fractured and was kinked/bent. Functional testing could not be performed as the main coil was returned separated from the delivery wire. The physician had reported that an incompatible microcatheter was used, "penumbra px slim 045 ID 0.025" microcatheter" which has a much larger internal diameter (ID) than recommended for use with the target device. As per the target dfu; target detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters (min. Internal diameter 0.41 mm [0.016 in]): excelsior® sl-10®, 2-tip marker (internal diameter 0.42 mm [0.0165 in]) microcatheter. Tracker® excel¿-14, 2-tip marker (internal diameter 0.43 mm [0.017 in]) microcatheter. Excelsior® 1018®, 2-tip marker (internal diameter 0.48 mm [0.019 in]) microcatheter. Therefore, the investigation concluded that the reported event along with the observed main coil break and kink were related to user error. It is probable that the observed kinks seen in the coil proximal contact and delivery wire are related to the handling of the device.

Event description:
It was reported that during the procedure, the physician felt resistance during the advancement of the coil (subject device) into the microcatheter within the patient. While attempting to withdraw the coil, the physician observed that the coil was stretched and was prematurely detached within the middle of the microcatheter. The physician removed the coil and the microcatheter together as one unit and completed the procedure with another device with no patient consequences.